Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that this blood glucose would go from 150 mg/dl to 300 mg/dl in an hour and that they would also go from 300 mg/dl to 50 mg/dl. He stated his blood glucose was high because of steroids. Customer was also having issues with sensor errors and discrepancies between sensor readings and blood glucose. It was stated that there was blood at the site, which may have affected the reading. Nothing further reported.